Event description:
It was reported that a progav shunt system (#fv434-t) was scheduled for implantation. According to the complainant, the progav valve of the shunt system had adjustment difficulties. No patient complications were reported as a result of the procedure.

Manufacturer narrative:
Visual inspection: during the investigation, a significant deformation of the valve surface was determined, macroscopically. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Results: according to the results of the investigation, the progav valve indicated a defective brake. Due to the defective brake, the pressure setting cannot be locked. The visible deformation of the progav outer housing led to defect. We were unable to determine the cause of the deformation with our investigations. The instructions for use indicate that applying excessive pressure when using the adjustment tool can damage the housing and consequently impair its function. A malfunction or deformation prior to shipping can be ruled out. The final documentation and related tests (brake function, adjustment and measurement of the housing) are available for review and confirm that the product was in perfect condition.